Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy; due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent repair and elimination of vaginal mesh on (B)(6) 2006 due to exposure of mesh in the vagina. It was reported that the patient underwent excision of eroded mesh; other mesh and cystoscopy on (B)(6) 2009 due to erosion and stress urinary incontinence. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.